Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. It is possible that during advancement the balloon became compromised and/or damaged against the calcified anatomy and/or other devices used in the procedure resulting in the reported balloon rupture; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported the procedure was to treat a lesion with moderate calcification in the superficial femoral artery (sfa). The 5.0 x 150 mm armada 18 balloon catheter was advanced without resistance to the target lesion; however, during the first inflation the balloon ruptured at 6 atmospheres. A new balloon catheter was used successfully in the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information.